Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. She stated that her blood glucose reading had ranged between 300 to 400 mg/dl, and the insulin pump would not lower them. She reverted to manual injections and discontinued use of the device for 3 days. She noted that after treating with manual injection, her blood glucose levels would start rising again after 3-4 hours. The most recent blood glucose reading was 86 mg/dl. She complained for fatigue, irritability, and eye strain as symptoms of high blood glucose. In the device alarm history, nine no delivery alarms were found since (B)(6) 2014. No infusion set cannula occlusion was noted. She stated that she had resolved the alarms on her own. She observed a scratch on the device which did not interfere with its function; she advised she could read the screen. Advised replacement of the insulin pump. Nothing further reported.